Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, episodes of inappropriate cardiac pauses were observed on the electrogram due to implantable cardiac monitor (icm) under-sensing. The icm was reprogrammed. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, episodes of inappropriate cardiac pauses were observed on the electrogram due to implantable cardiac monitor (icm) under-sensing. The icm was reprogrammed. The patient was stable in condition.